Event description:
It was reported by the customer that the pyxis medstation es system stuck on blue screen, prevented access to medications for patients while it was down. The customer stated that the device did not turned off even after unplugged for 20 minutes and no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to device med application not launched. The technical support specialist applied the packages 10000403209-00 rss agent 4.10 and requested customer to perform hard reboot to resolve. The system functioned as intended.

Event description:
Customer contacted bd to report that a bd pyxis medstation es system was stuck on blue screen, and prevented access to medications for patients while it was down. The customer stated that the device did not turn-off even after being unplugged for 20 minutes causing in dispensing. No other information was available. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medications as the device med application did not launch. The technical support specialist noticed the station in blue screen, logoff and unable to login to cfnadmin, applied the packages 10000403209-00 rss agent 4.10, and requested customer to perform hard reboot to resolve the issue. The system functioned as intended after technical support specialist accessed the device.